Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds due to confirmed fracture, high impedance, occasional noise due to fracture causing occasional inhibition. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.